Event description:
A patient reported experiencing inaccurate erratic results with a ot ultra meter. The patient's blood glucose results were 240 mg/dl, 170 mg/dl. Tests were done 30 seconds with a difference of 30%. Patient did not experience any adverse events. No further information has been reported.